Event description:
Caller alleged discrepant inratio results. Results as follows: see scanned table. Pt stated that her body was full of bruises from falling over one of her dogs the weekend before (B)(6) 2013. She also stated that she was bruised more than usual when she went to the doctor on (B)(6) 2013.

Manufacturer narrative:
Investigation pending.